Manufacturer narrative:
The field service engineer checked all rinse stations. The cuvette water volume and gear pump pressure were checked and adjusted. Heavy dirt was detected on the sample probe and it was out of adjustment. Probes were removed, cleaned, and re-adjusted. The wash stations and nozzles were cleaned. During a mechanism check, a needle was hitting the bottom of the cuvette several times creating an error. A nozzle was removed, a light barrier was cleaned, and the needle was replaced. No further errors occurred after this action. Quality controls recovered ok. The investigation determined the root cause to be related to the contaminated/clogged sample probe. This event occurred in (B)(6).

Event description:
The initial reporter stated they received discrepant results for two patient samples tested with gluc3 glucose hk gen.3 and a third patient sample tested with ua2 uric acid ver.2 on a cobas 8000 c (701) module. No incorrect results were reported outside of the laboratory. The first sample initially resulted with a glucose value of 24.6 mg/dl, which repeated as 52.5 mg/dl. The second sample initially resulted with a glucose value of 43.1 mg/dl, which repeated as 94 mg/dl. The third sample initially resulted with a uric acid value of 0.1 mg/dl, which repeated as 1.8 mg/dl. The glucose and uric acid reagent lot numbers and expiration dates were requested, but not provided.